Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned. Blood or body fluid was noted in the lumen heavy near the tip. The lead passed wire insertion test. Laboratory analysis did not confirm the reported allegation.

Event description:
Boston scientific received information that the left ventricular (lv) lead was not successfully implanted due to a lead body damage. Additional information indicated that the lead damage was internal and no outer physical damage was noted. The physician was unable to pass a guidewire through the lead body after several placement attempts. The product was never in service. No adverse patient effects were reported.